Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given IV antibiotics and the device was explanted. There have been no reports of further complications regarding this event and the patient would like to pursue another future implant if possible.